Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that upon awakening today, the patient's blood glucose was 350 mg/dl with thirstiness, headache, nausea, weakness, mouth dryness, and symptoms of dehydration "feeling drained out". Troubleshooting by customer support found that the patient, following an occlusion alarm related to an improper infusion set technique, had then failed complete the delivery of the interrupted bolus. This complaint is being reported because the patient experienced hyperglycemia following the user error of not completing the bolus.

Manufacturer narrative:
The original report was sent in error. The correct product for the complaint was the infusion set, not the insulin pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.